Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The lot number for this investigation is unknown. The latest labeling revision will be reviewed. Baw2800548 rev. 1, baw2800424 rev. 1 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the therapy stopped in the arctic sun device and stated that patient temperature was erratic. Esophageal probe in place and confirmed probe placement verified. Nurse stated that patient temperature was stable. Asked them to check connection the between probe and temperature cable and tighten connection between cable and device. Restarted therapy with no issues. Patient temperature pt was 33.4c, target temperature tt was 33.5, water flow rate wfr was 1.2 l/m. Encouraged the nurse to call right back if they notice patient temperature fluctuations erratically or gets any alerts/alarms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the therapy stopped in the arctic sun device and stated that patient temperature was erratic. Esophageal probe in place and confirmed probe placement verified. Nurse stated that patient temperature was stable. Asked them to check connection the between probe and temperature cable and tighten connection between cable and device. Restarted therapy with no issues. Patient temperature pt was 33.4c, target temperature tt was 33.5, water flow rate wfr was 1.2 l/m. Encouraged the nurse to call right back if they notice patient temperature fluctuations erratically or gets any alerts/alarms.